Event description:
The hcp reported the pt was experiencing symptoms of withdrawal-increased pain and nausea. The pt was given a bolus of medication. The pt is reported to have improved over 1-2 days and did not require hospitalization.